Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found 3 plunger clamps failing pull force testing in the reported problem area of the pipetter assembly. The plunger clamps, six tip clamps, and three lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to service.